Manufacturer narrative:
It was reported that a patient underwent atrial flutter left ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade that required pericardiocentesis. It was reported by the caller that the patient suffered a pericardial effusion after a mitral isthmus line ablation. There was a slight drop in the patient's blood pressure, and final intracardiac echocardiography (ice) with soundstar imaging at the end of the procedure showed an effusion. A pericardiocentesis was performed removing 150 ml of fluid. The patient is hemodynamically stable. Tube was left in place. Procedure was completed. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. Note, on 16-aug-2023, the lot # was verified to be 31072299l during product evaluation process. Field d4. Lot has been populated. Additionally, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. A manufacturing record evaluation was performed for the finished device batch number 31072299l, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 9-aug-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent atrial flutter left ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade that required pericardiocentesis. It was reported by the caller that the patient suffered a pericardial effusion after a mitral isthmus line ablation. There was a slight drop in the patient's blood pressure, and final intracardiac echocardiography (ice) with soundstar imaging at the end of the procedure showed an effusion. A pericardiocentesis was performed removing 150 ml of fluid. The patient is hemodynamically stable. Tube was left in place. Procedure was completed. The adverse event was discovered during the use of biosense webster products, post ablation. It was reported they may have been small evidence of effusion before the procedure. Transseptal puncture was performed with nrg needle. Ablation was performed prior to noting the pericardial effusion. No evidence of steam pop. Irrigation catheter flow settings were : 8/15 ml per instructions for use (IFU). No error messages observed on bwi equipment during the procedure. The pump was at high flow the entire time. Force visualization features used: graph, dashboard, vector, visitag. Parameters for stability used with visitag module were range: 3mm, time: 3 sec force over time (fot) 25% and 3g with 3mm tag size. No additional filter was used with visitag. Color options used was force time intervel (fti).